Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the caller stated that the patient stopped using their stimulation because he felt like the device was getting warm and sensitive during recharging. The caller stated that they met with the patient yesterday and adjusted the recharging mode. Since that time the patient has not had an issue that the caller is aware of. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause for the heating during recharging was not determined. The speed of the patient's recharging was adjusted and the issue was resolved. The patient's weight was unknown at the time of the event. This was confirmed with the physician. No further information was reported.